Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had crack on the ok button and sometimes the buttons were not working. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states there were more lag time with the buttons and they were concerned that the buttons were eventually stop working and end up in an emergency situation. Customer states the insulin pump did not malfunctioning and they were concerned about the buttons. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The device was received with all buttons responding properly. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. The device was received with cracked select button keypad overlay.